Manufacturer narrative:
Explant due to hemolysis and aortic stenosis due to pannus was reported. The investigation found limited mobility of mechanical leaflets and also found patchy pannus formation limited to sewing cuff. There was chronic inflammation noted within the pannus. No acute inflammation or significant calcifications was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. H6 type of investigation: code 4119 removed.

Event description:
It was reported that on (B)(6) 2009, a 19mm master's aortic mechanical heart valve and a 25mm masters mitral mechanical heart valve were successfully implanted. In (B)(6) 2022, the patient presented to the hospital with shortness of breath on exertion and fatigue. Since signs of heart failure were observed, the patient was managed with diuretics. In (B)(6) 2022, the patient visited the hospital again with elevated lactate dehydrogenase (ldh) of 1968 and hemolysis were confirmed. It was accompanied by anemia, and it was decided to perform a reoperation. Ultrasound showed paravalvular leak (pvl) in the mitral valve and 3.95 m/s in the aortic valve, indicating signs of aortic stenosis (as). On (B)(6) 2022, reoperation was performed and both the 19mm masters aortic valve and the 25mm masters mitral valve were explanted. No abnormalities were found in either valves. A new 19mm master's aortic mechanical heart valve and new 25mm masters mitral mechanical heart valve were implanted as replacements. Per the physician, the mitral valve had pvl and the aortic valve had as due to pannus; there was no problem with the valve itself. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to hemolysis and aortic stenosis due to pannus was reported. The investigation found limited mobility of mechanical leaflets and also found patchy pannus formation limited to sewing cuff. There was chronic inflammation noted within the pannus. No acute inflammation or significant calcifications was present. The cause of the reported incident could not be conclusively determined.

Event description:
N/a.

Manufacturer narrative:
Explant due to hemolysis and aortic stenosis due to pannus was reported. The investigation found limited mobility of mechanical leaflets and also found patchy pannus formation limited to sewing cuff. There was chronic inflammation noted within the pannus. No acute inflammation or significant calcifications was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Explant due to hemolysis, paravalvular leak and signs of aortic regurgitation was reported. The investigation found limited mobility of mechanical leaflets and also found patchy pannus formation limited to sewing cuff. There was chronic inflammation noted within the pannus. No acute inflammation or significant calcifications was present. The cause of the reported incident could not be conclusively determined.